Manufacturer narrative:
(B)(4). Concomitant medical products: 47430906115, base plate cannulated drill 6 mm diameter 15 mm length, 63594584; 47430904601, drill 2.5 mm diameter, 63697458; 47430902501, pin 2.5 mm diameter, 63662169; 00434901500, base plate 15 mm post length uncemented, 63685447; 0104223030, anatomical shoulderâ¿¢ reverse, screw system, 4.5-30, 2899545; 0104223030, anatomical shoulderâ¿¢ reverse, screw system, 4.5-30, 2847000; 0104223406, anatomical shoulderâ¿¢ reverse, humeral insert, pe, 40-6, 2696113; 0104223100, anatomical shoulderâ¿¢ reverse, humeral cup, 0â°, retro, 2796018; 0104201103, anatomical shoulderâ¿¢, humeral stem, uncemented, ã¸ 10.5, 100 mm., 2897615. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right shoulder was revised approximately one year post implantation due to chronic dislocation. The humeral cup and the inverse poly were revised. No further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.